Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. It should be noted that in the mitraclip instructions for use, warns: do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection. All available information was investigated, and the reported improper or incorrect procedure or method/user error is associated with the use of an expired cds that was used during the mitraclip procedure. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report a clip delivery system (cds) being used after expiration date. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue, reducing mr to <1. Following the procedure, it was noted that clip delivery system (cds) used had expired. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.